Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient experienced a ringing / pulsing in her ear when walking through a security gate. It was stated that the issue began occurring in 2014 and the patient now turns the device off prior to walking through the gate.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.